Manufacturer narrative:
Device received with no button response due to moisture damage to keypad traces noted. Unable to verify battery last less than expected or rewind anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the advance or up button was not working properly. The customer's blood glucose was unknown. The customer need to push button a certain spot to get it to work. The rewind feature seems to be working slower than normal and also the battery life seems shorter. The customer was offered with the troubleshooting, but they declined. The insulin pump will not be returned for analysis.